Event description:
It was reported that during an attempt to treat a lesion in the iliac, the stent came off in the pt. It was a difficult procedure and the device was advanced and retracted several times. The stent was surgically removed.